Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd vacutainer® acd solution a blood collection tubes the tubes were overfilling. There was no reported patient impact. The following information was provided by the initial reporter: it is reported customer has concerns of over filling with tubes. Additionally, the bd sales consultant provided the following additional information: "the customer is concerned because the acd tube says it contains 1.5 ml of acd solution and the fill volume on the tube is listed as 8.5ml. At the most they should be getting 10 ml of volume in the tube. However, they have been routinely getting 12 ml total after the blood draw while using the vacuum. She believes there is an over fill issue. However, this is not an isolated incident. She reports this on all acd tubes for a period of time. They'd like to know more about how much blood the vacuum should be drawing into the tube."

Event description:
It was reported that while using bd vacutainer® acd solution a blood collection tubes the tubes were overfilling. There was no reported patient impact. The following information was provided by the initial reporter: it is reported customer has concerns of over filling with tubes. Additionally, the bd sales consultant provided the following additional information: "the customer is concerned because the acd tube says it contains 1.5 ml of acd solution and the fill volume on the tube is listed as 8.5ml. At the most they should be getting 10 ml of volume in the tube. However, they have been routinely getting 12 ml total after the blood draw while using the vacuum. She believes there is an over fill issue. However, this is not an isolated incident. She reports this on all acd tubes for a period of time. They¿d like to know more about how much blood the vacuum should be drawing into the tube."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.